Event description:
It was reported that the patient was presented to the emergency department. Data analysis showed right atrial (ra) lead undersensing. Lead dislodgement with intermittent phrenic nerve stimulation was suspected. Further testing was performed and chest x-ray showed ra lead had retracted and dislodged. It was believed that this was related to twiddler's syndrome. The patient will be follow-up for with the primary physician. Additional information was received, stating that the patient underwent a revision procedure and this product was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency department. Data analysis showed right atrial (ra) lead undersensing. Lead dislodgement with intermittent phrenic nerve stimulation was suspected. Further testing was performed and chest x-ray showed ra lead had retracted and dislodged. It was believed that this was related to twiddler's syndrome. The patient will be follow-up for with the primary physician. At this time, the device remains in service. No additional adverse patient effects were reported.